Event description:
On (B)(6) 2011, pt reported having ongoing issues with the infusion sets. Pt stated the infusion set cannula will not insert into her skin. Pt reported when she inserted the first infusion set, the steel infusion set cannula went in and the teflon infusion set cannula did not insert into her skin. Pt stated she tried another infusion set and when the casing was taken off, the teflon cannula stayed on the steel cannula and was removed but the adhesive stayed on her skin. Pt reported the third infusion set she attempted to use was jammed in the insertion assist plus device, she struggled to get out and it finally came out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.